Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due loss of contact force. The device did not meet specifications during a shaft leak and irrigation testing. Additionally, multiple short circuits were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, observed short circuits, and loss of contact force. Lastly, log file analysis indicated contact force was lost during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming a irrigation leak of the catheter.